Event description:
It was reported in a journal article that 1 patient in the conventional group experienced postop wound leakage, leading to prolonged hospital stay. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3 year published: 2022, 2024. D10: tibia cemented, #item 42532007102, #lot 65690969. Femur cemented, # item 42502006802, #lot 65321179. Therapy date: unknown. G2: foreign - event occurred in netherlands. G2: literature - eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. The event was initially reported under (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.